Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58l3u. Device evaluation summary: the analysis results showed that one ecr60d reload was received unfired, with the pan partially dislodged from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported: would not fire. It was reported that during the lobectomy surgery, could not fire when severing pulmonary fissure tissue on the 3rd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.